Manufacturer narrative:
Result: dip switch.

Event description:
It was reported by service report that the nurse call was not functioning due to the dip switch configuration not being set properly. No pt involvement or adverse consequences are reported.